Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's upper arm in radiology. The clinician did not have any problems when inserting the wire through the needle. However, when the clinician attempted to remove the introducer needle over the guide wire she encountered resistance and had to remove both the wire and needle simultaneously. Upon removal she found the spring wire guide had unraveled. As a result, a new kit was opened and placed successfully. There was no delay in treatment and no patient death or complications reported.